Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and insulin pump died. Customer¿s blood glucose was unknown at time of incident. Customer advised to refer to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display and a battery power loss due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) or perform the displacement test, active current measurement, sleep current measurement and self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection.